Manufacturer narrative:
As received, a partial lead was returned measuring 4.5 cm.. Visual and electrical examination found no anomalies.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-14153, 2017865-2019-14155. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown.